Event description:
On (B)(6) a patient underwent a thrombectomy procedure using the flowtriever system of devices. The patient had very tortuous anatomy with a dilated right heart. Towards the end of the case, the t20 curve was difficult to advance through the t24. The t20curve buckled and created a loop, which once trying to be removed, kinked. Considerable force was applied which fractured both the t20 curve and t24. Both devices were then removed without harming the patient.

Manufacturer narrative:
The suspect device will not be returned to the manufacturer. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The root cause of the issue could not be verified as the device was not returned. There was no patient harm; however, the information reasonably suggest that the device has malfunctioned and that if this malfunction were to recur it may cause or contribute to a death or serious injury.